Event description:
It was reported the pt was experiencing pocket site pain since approximately two months ago. The pt stated the ipg site has always been tender but has worsened over time. The ipg is not protruding and the ipg site appears normal. The pt denies any falls, trauma, or having bumped the ipg site. The pt has effective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.